Manufacturer narrative:
UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer received information alleging the device made strange noise and there was smoke coming from the bottom of the machine. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.